Event description:
Treatment of an avm (arteriovenous malformation). During onyx injection, it was reported that the marathon catheter ruptured and separated at approximately 5cm from the distal tip. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00229

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 6.1cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Results: catheter rupture. (B)(4).